Event description:
It was reported that catheter froze on wire. The physician inserted a 2.00mm x 20mm maverick² balloon catheter through an unknown guide wire. As they were passing through the hemostatic valve, the catheter kinked and it bound up on the wire. The guide wire and the catheter was removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The maverick 2 balloon catheter was received in two pieces with an unidentified guidewire in the wire lumen, a maverick 2 inner packaging pouch and shelf box. The batch number on the packaging and device matched the reported batch. The guidewire was protruding 215cm from the distal tip and 57cm from the outer shaft separation. The outer diameter of the guidewire was measured with a calibrated snap gage. The distal tip was damaged. The balloon was bunched and the inner shaft within the balloon extending proximally was buckled a length of 12cm. There were multiple hypotube and shaft kinks. The inner and outer shafts were necked-down and stretched. The outer and inner shaft separated at the distal end of the bond at guidewire exit notch. The inner and outer shaft components exhibited stretching consistent with damage from tensile overload. The catheter and guidewire were soaked in a warm water bath in attempt to loosen the guidewire from the device; however, even after soaking the guidewire could not be removed. There was blood in the inflation lumen. The catheter was locked-up on the guidewire in the as-received condition, confirming the reported catheter-guidewire interaction. Product analysis results are consistent with the reported information. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter froze on wire. The physician inserted a 2.00mm x 20mm maverick²¿ balloon catheter through an unknown guide wire. As they were passing through the hemostatic valve, the catheter kinked and it bound up on the wire. The guide wire and the catheter was removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.